Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported fluid intrusion. The reported symptom of fluid intrusion was confirmed, but not reproduced, by observation during eval. The eval found the device's wireless connection capabilities inoperable. It was paired with a known good spectrum pump, which found that the device's wireless connection capabilities are inoperable due to a check battery. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retired from service.

Event description:
It was reported that a spectrum pump wireless battery module had fluid intrusion. It was also reported there was no pt involvement.